Event description:
Customer reports multiple comparisons on the same device within 10 minutes: 41mg/dl, 546mg/dl; 56mg/dl and hi; 496mg/dl, 37mg/dl, and 39mg/dl; hi and 90mg/dl; 71mg/dl, hi, hi, and 64mg/dl; 87mg/dl, hi, and 316mg/dl. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.